Manufacturer narrative:
Operator of device: is unknown. It was reported device is unavailable for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 should additional reportable information become available.

Event description:
It was reported that cassette caused device to present a no disposable alarm. The issue also presented on alternate pump utilizing same cassette. No patient injury was reported.